Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v822736, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) saw a patient's report on social media stating that people should not get the device as "it can be hacked into from any type of other devices, even a local electric company can." She claimed it was also "used as a listening device for law enforcement." Additional information received from the patient reported that she wanted to change doctor. She needed a second opinion and her therapy was not working properly. She claimed to be "seeing double digits and could hear others talking and see colors that circle around her eyes and it got worse when she took sequel." The patient was ready to remove it herself if she could not get it removed by (B)(6) 2015. She stated that she did not have a phone and "could hear the police and utility works and believed that her dentist put a voicemail in her molar." The patient mentioned that it was "not even worth living anymore cause one minute, not her voice, but a man's voice said it was live entertainment and said to kill herself so the world could see." He patient's indications for use were unknown. The patient's reported issues and their relation to the device or therapy was unclear. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
At the time of these complaints the device had been explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another call from the patient reported that she had the device removed over one year ago, but she believes something might be left in her. The patient "thinks there might be a chip inside her because she keeps hearing conversations," and patient feels "vibration down through her leg and up through her body." The patient reported that she has been hearing voices since her first implant and she thinks there might be a chip inside her. The patient was advised to follow-up with her healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported they still feel something moving around their butt. Patient states they are wondering if hcp didn't get the leads all out. No further complications were reported or anticipated.